Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was no slack remaining in this right atrial (ra) lead. The lead was repositioned. No adverse patient effects were reported.